Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer declined system check with tandem technical support, so root cause could not be determined. Customer changed infusion set. Customer's blood glucose was 251 mg/dl.